Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak occurred between the texium and the patient's IV tubing at the smartsite junction during doxorubicin administration. The nurse used an alcohol swab underneath the connection site when injecting. No patient or nurse harm was reported as a result of the event.